Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, while performing tissue resection, the cartridge was loaded successfully. The green button was pressed, but the handle could not be squeezed, and the device did not fire. It was also reported that the device locked on tissue and was removed successfully by closing and opening the device. Another handle was used to complete the case. There was no patient injury.